Event description:
It was reported that a spectrum pump alarmed for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received the device for eval. Baxter's eval is in progress. When complete, a supplemental report will be submitted. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.